Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unk procedure, the plastic ring of the hap02 broke during the operation. It is unk how the procedure was completed. There were no adverse consequences for the pt. The device will not be returned.